Event description:
The devices were implanted on 1/16 and 1/17/95 in two pts, aged 35 and 42. The device implanted on 1/6/95, was discovered to have been expelled on 1/16/95. The device implanted on 1/9/95, was discovered to be leaking on 1/17/95. Both pts had to go back to surgery. At this time, the rptr does not know which size was implanted in which pt. (Also see 1004849.)